Event description:
It was reported that during a cardiac ablation procedure potentials could not be recognized with noise present on the system. The interface cable, electrogram cable, and the pin box were reconnected. Various cable connections were confirmed without any visible issues, so the interface cable was replaced without resolution. The catheter was replaced without resolution. The first interface cable was dropped and no longer sterile, it was replaced a second time, but there was now an issue connecting the cable to the catheter. The catheter was replaced a second time which resolved the noise and the connection issue. The case was completed. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: loop catheter product ID: pscc100 product type: loop catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.